Manufacturer narrative:
Other, other text: one cadd solis vip pump was received to investigate the reported defective dso sensor. The pump was received with bubbled downstream occlusion seal. A DHR review , device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A dso pressure range test was performed to investigate the reported issue, and it was not confirmed. The pump passed the dso pressure range test at 10 psi. The root cause of the malfunction is unknown. The dso sensor was replaced as a preventative measure. No further action taken. H6) customer communicated new information indicating that the reported event occurred without patient involvement. No further information.

Event description:
Information was received indicating that a smiths medical pump had a defective dso sensor that occluded at 6.8psi. There were no reported adverse events.